Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The retuned items were a misago and a concurrently used 6 french destination. Visual inspection of misago found that the stent was expanded and exposed approximately 7 mm from the distal end of the sliding part. The thumbwheel was not unlocked. Visual inspection of destination found no anomaly in the appearance, such as a breakage, along the entire length. Inspection of the misgao found that magnifying inspection of the sliding part (stent-mounting position) found that it had been migrated approximately 2 mm toward the proximal side from the original position at the time of shipment. No deformation or other anomaly was observed in the stent struts located inside the sliding part. Magnifying inspection of the release wire fixing section found no anomaly such as detachment. Magnifying inspection of the shaft section found no deformation such as crushing or stretching. X-ray fluoroscopic inspection of the inside revealed no anomaly such as a breakage or a kink of the release wire. X-ray fluoroscopic inspection of the handle found that there was no difference in the state inside the it between the actual misago sample and a current product sample. An attempt was made to release the stent under 37°c warm water. As a result, the entire length of the stent was deployed successfully. The stent after the attempt measured approximately 43 mm. It was considered that the stent had been stretched approximately 3 mm as the specified length of this product code was 40 mm. Magnifying inspection of the stent upon release found that the stretched part was the part that had been exposed from the sliding part. In addition, some of the struts at the proximal side of the stretched part had been flared. Magnifying inspection of the sliding part (where the stent had been mounted) found that the opening of tube had spread in a flare shape and dented. Electron microscopic inspection of the sliding part (where the stent had been mounted) found multiple abrasions and roughness at the distal end. No flaw or other anomaly was observed in the other area of the sliding part (where the stent was mounted). From the results, it was inferred that the distal edge of sliding part came into contact with some hard object (the lumen of destination, the guidewire passing outside misago inside the destination, etc.) Came into contact with and caught on it. The outside diameter of the sliding part (where the stent had been mounted) was measured and confirmed to meet the factory's specifications. No anomaly was found. Magnifying inspection of the inner shaft (where the stent had been mounted) found no crush or other anomaly. Magnifying inspection of the destination device found that the distal end had been turned back. Some scratches were observed at the turned-back part. From this, it was inferred that some hard object (e.g., cto lesion) came into contact with the distal end of destination. Magnifying inspection found no other anomaly such as crushing or stretching in the other parts. X-ray fluoroscopic inspection found no anomalies such as damaged reinforcing wire or clogging. The inner diameter at the proximal part was confirmed to be within our control standard, and no anomaly was found. The following simulation tests were conducted using a factory-retained misago (6 x 40 mm), two 0.014-inch advantage guidewires (hereafter referred to as 0.014" guidewires), and the actual destination sample. Simulation test 1: using a simulated vessel model, a combination of 0.014" guidewire and the actual destination sample was inserted from the right brachial to approach the iliac. Next, misago was inserted along the 0.014" guidewire. Misago was inserted successfully without hitching on the actual destination sample. Simulation test 2: in the same test system as in the reproduction test (1), two 0.014" guidewires were inserted in the actual destination sample, and then an attempt to insert misago along one of the 0.014-inch guidewire was made. As a result, the distal end of the sliding part of misago was caught on the proximal part of the actual destination sample and resistance occurred. When an attempt to remove misago was made, the sliding part had begun to migrate toward the proximal side. However, the stent had not yet been deployed. Under the above circumstances, the misago was inserted again into the actual destination sample and pushed forward under resistance. When it was positioned at the curved area of simulated vessel near the subclavian region, stronger resistance occurred. An attempt was made to push misago forward while its intermediate shaft was grasped, but it could not be advanced. An attempt to remove the misago was made. An exposure of stent was observed at the time when the distal end of sliding part reached near the hemostatic valve of the actual destination sample. As the removal was continued further, the exposed part of stent was caught on the hemostatic valve and hesitance occurred. Under the resistance, the part of the sliding part located outside the body was grasped and the removal of misago was continued. At the same time when misago was pulled outside the body, the stent was found to have been deployed. After the simulation test 2, misago was inspected with a magnifying glass. Some struts at the distal side of the exposed part of stent had been stretched and some struts at the proximal side of the exposed part had been flared due to having been caught on the hemostatic valve. In this simulation test, stent deployment was observed at the area proximal to the stretched part of stent also. It was presumed that, while misago was in the state of being caught on the hemostatic valve, the removal of misago was continued by the part of the sliding part located outside the body was grasped, which resulted that some part of the stent was further extracted from the sliding part. Magnifying inspection of the sliding part of misago after the simulation test 2 found that the opening of tube had spread in a flare shape. The exposure of stent, stretching of the struts in the exposed area of stent, and flaring of the distal end of sliding part was reproduced in the simulation test 2. These conditions were considered similar to those of the actual misago sample. The clearance of devices under the situation of simulation test 2 was checked. Inner diameter of the actual destination sample was 2.20 mm. The outer diameter of factory-retained 0.014"advantage guidewires was 0.35mm for both wires. Actual misago sample, outer diameter of sliding part (stent-mounting position) od was 2.06mm. Based on the above, with two 0.014" guidewires inserted in destination, the clearance was confirmed to be narrow (2.20 mm - 0.35 mm = 1.85 mm) and there was not enough room to insert a misago. Based on the results of investigation including the simulation test result 2, it was inferred that, with two 0.014" guidewires inserted in the actual destination, the clearance was narrow and there was no room for the actual misago to be inserted. When the actual misago was inserted under such circumstances, pushing force was applied to misago while resistance occurred inside destination. Due to this, the sliding part slightly migrated toward the proximal side, which resulted in the partial exposure of stent. Furthermore, during the extraction process of misago, the exposed part of the stent was caught on the hemostatic valve of destination and deployed partially. As for the failure to insert the concurrently used device (coyote) into the actual destination, though the distal end of destination had been turned back, since there was no breakage of reinforcing wire, no clogging in the lumen, no anomaly in the outer diameter, and, in addition, it was shown through the simulation test 1 that a factory-retained misago could be inserted into the destination, we were unable to clarify the cause. Relevant instructions for use (IFU) reference: "precautions due to the diameter of the delivery system, buddy wire technique cannot be performed with a 6fr. Introducer sheath or guiding catheter. Choose the introducer sheath or guiding catheter with sufficient inner lumen." "Preparation of the stent system 2-5 if you see a gap between the sliding part and the distal tip, move the sliding part to eliminate the gap" "precaution stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.)."

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.

Event description:
The user facility reported that the superficial femoral artery (sfa) - chronic total occlusion (cto) case, the procedure was performed for approximately seven (7) - eight (8) hours. The destination 90 was used from the brachial artery; however, the coyote (shaft 148) did not come out of the guiding well, presumably due to thermal sagging. Therefore, percutaneous old balloon angioplasty (poba) was performed with another terumo balloon. When the misago was delivered with 0.014, support force of the guiding was considerably lost. An additional 0.014 wire was used, elongated the guiding, and delivered again. The misago got stuck in the middle of it. An x-ray fluoroscopy showed that the misago was deployed. The finalization device was replaced. In addition, the second 0.014 wire was pulled out and released with the first 0.014 wire. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully. The final patient impact was not harmed.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).